Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with the battery cap unable to be removed from the pump. The returned battery cap¿s manufacturing height was not within specification. The cap also had stripped threads and was unable to tighten onto a test pump.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.